Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was scratched. The customer reported that they had difficulty reading the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.